Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Revision of knee components - reason not reported.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Event description:
It was reported that a patient received a right total hip on (B)(6) 2012. The patient was revised on (B)(6) 2016 for tibial loosening. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00378, 1038671-2018-00379 and 1038671-2018-00380.